Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, exhibited fluctuating rv pace impedance values for the last 12 months with measurements greater than 3,000 ohms. Technical services (ts) discussed this may have been attributed to the spring contact. The field representative was advised to turn off the respiratory rate trend (rrt) feature. It was also reported that the patient received a shock for ventricular fibrillation (vf). The health care professional (hcp) requested further review of the stored episode. It appeared that the patient may have been in v-flutter that degraded into vf just before the shock. The shock then converted, and the patient went into a very fast a-flutter that appeared to degrade into atrial fibrillation (af). Ts agreed that it did not look like typical af, and there were some "extra noise/signals." This ICD, rv lead, and ra lead remain in service. No adverse patient effects were reported. The local area field representative was contacted for additional information. Additional information provided indicates the ICD was explanted and successfully replaced. The product was returned for analysis. No additional adverse patient effects were reported. Additional information received clarified that this implantable cardioverter defibrillator (ICD) had been explanted and replaced due to impedance issues associated with the header to spring contact interaction. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, exhibited fluctuating rv pace impedance values for the last 12 months with measurements greater than 3,000 ohms. Technical services (ts) discussed this may have been attributed to the spring contact. The field representative was advised to turn off the respiratory rate trend (rrt) feature. It was also reported that the patient received a shock for ventricular fibrillation (vf). The health care professional (hcp) requested further review of the stored episode. It appeared that the patient may have been in v-flutter that degraded into vf just before the shock. The shock then converted, and the patient went into a very fast a-flutter that appeared to degrade into atrial fibrillation (af). Ts agreed that it did not look like typical af, and there were some "extra noise/signals." This ICD, rv lead, and ra lead remain in service. No adverse patient effects were reported. The local area field representative was contacted for additional information. Additional information provided indicates the ICD was explanted and successfully replaced. The product was returned for analysis. No additional adverse patient effects were reported.